Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that in (B)(6) 2019, the patient presented to the hospital for follow- up and found the pocket was separated causing the device system to be visible. Suspected erosion/infection at the pocket site. Patient was admitted on (B)(6) 2019 and the device was removed the following day. The patient was given antibiotic to control the infection and was recovering.